Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their system was explanted.

Manufacturer narrative:
The report of ¿ineffective relief¿ was not confirmed. Analysis of the lead found it was returned complete. There were no anomalies and the lead passed output resistance and inter-channel continuity testing.

Event description:
It was reported that the patient is experiencing ineffective stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.